Event description:
It was reported that, during testing, the medfusion pump has a system failure primary audible alarm bdgn test, acu watchdog failure, cbd=4.89 ml = analog supply = 4.99 volts, force = n.5, sryinge dia = 1.158 . There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.